Event description:
Customer reported a no delivery alarm while changing the infusion set. Customer was unable to troubleshoot for the issue due to receiving a button error alarm as well. The blood glucose reading was 100 mg/dl. He did not recall any significant events leading to these alarms. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump passed displacement test, prime test and excessive no delivery test. No excessive no delivery alarm. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.